Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. The device was intermittently undersensing during a bigeminal rhythm. Programming changes were made. The patient was stable before, during and after the event, and will continue to be monitored.